Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they received erroneous results for 3 patient samples tested for the elecsys hcg + beta test system (hcgb) and the elecsys vitamin d assay (vitd) on the cobas e 411 immunoassay analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as negative when tested for hcgb. The patient had a positive urine test, so the sample was repeated. The repeat result was > 500 miu/ml. The second sample initially resulted as > 70 ng/ml for vitd. The sample was repeated, resulting as < 20 ng/ml for vitd. The third sample initially resulted as > 70 ng/ml for vitd. The sample was repeated, resulting as < 20 ng/ml for vitd. The patients were not adversely affected. The hcgb and vitd reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked the analyzer and no malfunction was observed. It was concluded the issue was related to pre-analytic sample handling since the results were correct after centrifugation.